Event description:
It was reported that the patient's malleable penile prosthesis cylinder was replaced with a spectra penile prosthesis due to the cylinder breaking. The model/brand name of the cylinder is not known. No patient complications reported in relation to this event.